Manufacturer narrative:
This report provides data from thv/tvt registry exemption number e2016006 and summarizes 1 device migration serious injury events for the sapien xt transcatheter heart valve in the mitral position. The "time to event" (tte, in days) for this event was 1. The device identification (di) numbers for edwards sapien xt transcatheter heart valve are: (B)(4). Although the devices were entered as sapien xt valves, it is believed the devices were entered in error. This is due to the fact that at the time of implant, there were no sapien xt valves available for implant with useable shelf life. Per the instructions for use, valve migration requiring intervention is a potential adverse event associated with the use of transcatheter heart valves. Valve migration results when forces acting on the thv overcome the strength of attachment of the valve to the site of deployment. Stent valves are subjected to antegrade ejection forces during systole. Incorrect bioprosthetic valve sizing and incomplete frame expansion can contribute to valve migration. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Specific clinical and procedural details are not available to determine potential contributing factors to the event, or if the event is related to an edwards device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Thv/tvt registry summary reporting for adverse event submission for quarter 3 2022 data extract for mitral serious injury events for the sapien xt valve. This report summarizes 1 device migration serious injury events for the sapien xt transcatheter heart valve. The age range for this event is 53 years. The breakdown for gender is as follows: 1 male.

Manufacturer narrative:
This supplemental MDR corrects section c - combination device and section g4 check box for combination product. During review of previous submissions, it was observed that the combination device field section g4 was marked as true by the system because the field in section c was left blank when the submission was initially populated. The ew devices submitted under this manufacturing report are not considered combination devices.